Manufacturer narrative:
Device passed self test. Device alarmed pump error 19 during rewind sequence, motor was tested outside of the device and passed; problem isolated to electronic assembly. No unexpected pump error 63 alarm during testing however, pump error 63 alarm, variable 9, is located in the formatted history file due to a software error. Device received with cracked battery tube threads and cracked case behind the device at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure and other error alarm. The customer's blood glucose value was 91 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.